Manufacturer narrative:
Cine image review: a previously implanted stent is present. The protégé gps was used to treat an area of the vessel distal to the previously implanted stent. Pre-dilatation of the vessel area was performed. The protégé gps was positioned in the vessel to allow for overlap with the previously implanted stent. The protégé gps stent was implanted and the implanted stent exhibits uneven expansion. The uneven expansion includes possible stent cell elongation and stent cell offset. Examples of stent cell elongation have been provided. Examples of stent cell offset have been provided. No signs of stent cell fracture/separation are present. The protégé gps stent was post dilated with a balloon. It was noted that the possible stent offset cell structure is now aligned with the rest of the stent and balloon. The pta balloon was removed and the possible stent cell offset is present. Another gps stent was placed over the first gps balloon. The second gps stent implanted within the first gps stent is longer and has a greater overlap with the initially implanted stent. The second implanted gps stent was post dilated with a pta balloon. The disc of cines ends with contrast flow through the implanted stents. Off label use: the intended use of the stent is as a palliative treatment of malignant neoplasms in the biliary tree; the IFU does not mention use of the gps stent in the subclavian artery.

Event description:
A protege gps self expanding stent was being used in the left subclavian artery. It is reported that when dr. (B)(6) was deploying the stent they noticed the stent was not deploying in a uniform fashion and appeared to have fractures. Another protege gps was placed over 1st stent. The patient is reported to be well post procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.